Manufacturer narrative:
H6: continued: health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 2923 device dislodged or dislocated. Component code: 424 cap. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available. Pentax medical emea is currently performing a good faith effort (gfe) to obtain additional information regarding this event; however, as of the date of this report, no response has been received. The following information has been requested from the facility and is currently pending: information on the endoscope used in conjunction with the event, including model name and serial number. Clarification as to whether the distal end cap (dec) detached and fell off, or whether the albarran lever broke and detached. If the dec is confirmed to have detached, the following information has been requested: whether the facility was provided with the latest instructions for use (IFU). Whether the person who installed the dec was a trained and experienced user or an untrained user. Whether a clicking sound was heard during dec installation and whether the dec was pulled after installation to confirm proper locking. The specific operation or maneuver that caused the dec to detach. Whether the endoscope was returned to pentax medical for inspection and whether any abnormalities were identified. If abnormalities were identified, a request for photographic documentation. If the albarran lever is confirmed to have detached, clarification has been requested regarding how it was used and how such use may have resulted in damage to the dec. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 12-dec-2025, pentax medical became aware of an event involving a pentax medical sterile distal end cap, lot number 0021124 in germany within the emea region. During a duodenoscopy, a single-use sterile distal end cap (dec) came off and fell into the patient's body. The detached dec was retrieved from the patient's body, and no harm occurred. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.